Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reason of complaint: when disconnecting an intermittent medication, the rn noticed many air bubbles in the tubing of the tpn distal to the IV pump, the line was clamped, IV tubing unloaded from pump to remove air, the rn found that the tubing had been severed by the pump. Provider notified, new fluids ordered and hung. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was provided for evaluation. The returned sample was visually evaluated, and it was noted that the sample was filled with medication, upon further inspection it was noted that the tubing was cut near the slide clamp, most likely due to misloading on the same pump. It should be noted the infusomat space pump manuals, IV blister lids, insert cards, as well as the space pump indicates the correct instructions for loading the IV set into the space pump. Based on the investigation finding, the reported defect was not confirmed to be a manufacturing related defect. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.